Event description:
It was reported that the user experienced prolonged elevated blood glucose while using an ilet system, and the treating care team expressed concern for a potential device issue rather than user error, requesting review of engineering logs for a specified period. Symptoms included hyperglycemia. Outcomes included no reported alarms or alerts and no hospitalization. Investigation included internal engineering log review. Investigation of this case revealed no alert activity and no definitive device malfunction identified from available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.